Manufacturer narrative:
(B)(4). The customer returned one used sheath and an unopened representative am PICC set kit. Visual and microscopic examination revealed that the sheath was split into two body halves, and the sheath tabs were attached to both of the returned halves. One of the halves was longer than the other. The edges of the sheath body along the score line were extremely rippled and the distal edges appeared rippled and jagged on each half. Part of the distal edge of the sheath had a yellowish tint and it appears as though part of the distal tip of the sheath was torn off. The sheath does not look like it tore correctly, and this failure appears to be a ring vestige, which is manufacturing related. One half of the sheath body measured approximately 3.375 inches from the distal end of the sheath hub, while the other half of the sheath body measured approximately 3.5 inches. Neither measurement falls within specification. This indicates that at least .375 inches of the sheath body is missing from the longest half of the sheath. A sheath from the unopened returned PICC set was torn apart. The sheath tore evenly down the score to the distal tip with no issues. The edges were not jagged and extremely rippled as seen on the complaint sample during visual inspection. A device history review (DHR) was performed and revealed no manufacturing related issues. Other remarks: the customer reported issue of the peel-away sheath being damaged was confirmed during the sample investigation. Visual and microscopic inspection was performed and the sheath's edges where extremely rippled along the score line, the sheath tip was extremely rippled and jagged, and one of the sheath halves was longer than the other. In addition, the distal tip looked as though it was torn off, and dimensional testing confirmed that at least .375 inches of the tip is missing. The sheath does not appear to have torn correctly or evenly, and this failure appears to be ring vestige. The probable cause of this issue is manufacturing related. A non-conformance request has been generated to further investigate this issue.

Event description:
The customer reports that at the moment of the insertion, the sheath introducer was in place the doctor advanced the PICC, once PICC was in place, inserter pulled on the wings of the introducer and both wings broke. Wings was stuck in the patient, surgeon was called, as surgery was needed to remove the broken wings. Surgery was scheduled by the end of the day. No report of patient injury per information from the sales rep. Therapy was reported to have been delayed/interrupted.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that at the moment of the insertion, the sheath introducer was in place the doctor advanced the PICC, once PICC was in place, inserter pulled on the wings of the introducer and both wings broke. Wings was stuck in the patient, surgeon was called, as surgery was needed to remove the broken wings. Surgery was scheduled by the end of the day. No report of patient injury per information from the sales rep. Therapy was reported to have been delayed/interrupted.